Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, d9, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: peeling off the coating of the probe; the probe was broken at 10mm from its distal end. Additionally, the tissue pad was worn out. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During the output activation in seal and cut mode, the probe contacted hard tissue, metal objects or surgical instruments. 2. Due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3. A force to activate the output in seal and cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4. A force was applied to the probe which caused it to break. In addition, the grasping section was closed without grasping anything while the output in seal and cut mode was activated, which caused the tissue pad to wear out. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rc2994 12. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip broke. The issue occurred during a therapeutic hepatectomy procedure which was completed using an olympus back-up device. There were no reports of patient harm.